Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading, preventing continued insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove cartridge, deliver 9-unit bolus, and attempt to reload original cartridge; after original cartridge did not allow insulin therapy to resume, customer loaded new cartridge with guidance from technical support and successfully resumed insulin therapy, resolving issue.